Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 23jun2015.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. CAPA reference: n/a. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 23jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4). Customer stated battery replacement requires. Replaced them new nicad and lithium batteries. Performed pm and full calibration. (B)(4). Battery replacement/ calibration needed. There was no patient involvement. Battery pack- charge failure.